Event description:
The customer states that they had noticed various aspiration errors, pipettor errors and a driver bit failure on the architect i2000 analyzer. The customer also noticed a faint burning smell. The customer replaced the probe and during the start-up of the analyzer observed a spark, a small flash and a puff of visible smoke from the board on the pipettor (sample syringe pcb). The customer powered off the analyzer. There was no injury to personnel or damage to the surrounding environment due to this issue. There was no impact to patient management or results reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: the abbott field service representative (fsr) was dispatched and determined that the sample probe tubing was not securely connected and was leaking. The fsr indicates that liquid from the sample probe tubing, splashed onto the sample syringe. The fsr also states that the dc driver board was also damaged due to the leaking sample probe tubing. The fsr replaced the complete sample syringe, secured all tubings and cable connections, and replaced the dc driver board. The fsr indicates that quality controls (qc) and samples were able to run without error, and that the analyzer is operational and no further intervention is required. A review of the service history for architect isystem (B)(4) was performed for the time period of (B)(6) 2009. No additional complaints of this nature have been documented against architect (B)(4) for the time frame of (B)(6) 2009. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. A malfunction of the system was identified. Since the fsr secured all tubings and cable no additional complaints of this nature have been documented against architect (B)(4). Based on the investigation findings, there is no indication of a deficiency of the architect i2000sr system. This is the final report.